Event description:
It was reported that when the programmer was turned on, it displayed a system test failure error. The programmer is expected to be returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the spacer between the link electronic module (lem) circuit board and main processing unit (mpu) board was cracked and both circuit boards were disconnected. It was also noted that the lower case was cracked.

Event description:
It was reported that when the programmer was turned on, it displayed a system test failure error. The programmer was returned to the manufacturer for servicing. There was no patient involvement.